Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon had broke up inside of me, don't even know if all of it came out - vagina [foreign body in reproductive tract]. When I went to take it out the tampon had broken up inside [complication of device removal]. Tampon had broken up [device breakage]. Case description: consumer contacted via e-mail and stated that the tampon had broken up inside of her. No serious injury was reported.